Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The omniwire was returned for evaluation. Visual inspection found the distal coil was stretched, exposing sharp edges on the core wire and shaping ribbon. The shaping ribbon was broken in two sections; one part remain soldered to the dome the other part remain intact to the sensor housing. Per the complaint details, the probable cause is the omniwire got stuck on a severely calcified lesion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a diagnostic coronary procedure, the omniwire was advanced down the severely calcified lad, but could not be advanced as far as desired. The omniwire was attempted to be removed, but resistance was encountered and got stuck on the calcified lesion. A microcatheter was run down over the omniwire, but was unsuccessful. Then, a buddy runthrough wire was inserted and advanced a balloon over the omniwire, and was able to be removed from the patient. Upon removal, the tip of the omniwire was unraveled. The procedure was completed with a shockwave catheter, balloon, and stent. The patient is doing good with no injury reported. This adverse event and product problem is being reported because the omniwire got stuck on the lesion and required additional intervention for removal.